Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged; test for calibration could not be performed; however, the repair was not completed because the customer declined the repair quote device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent for preventative maintenance and found need of repair for unknown reasons. Investigation found the comb was damaged.